Manufacturer narrative:
One kendall scd 700 compression system was received. The reported symptom of exposed copper wire was verified. The power cord was damaged with copper wire exposed. The potential root cause is customer misuse possibly due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. Device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/25/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the unit has a bad screen. Upon triage at the covidien service center, the technician has found exposed copper wire.